Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 501 mg/dl (hi), 81 mg/dl, 348 mg/dl and 287 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. Customer also reported experiencing symptoms of "sweaty and shakiness" and self-treat with milk to counteract her symptoms. There was no report of third party medical intervention, death, serious injury of mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Please note the maximum adc meter reading is 500 mg/dl, any reading above 500 mg/dl will give a "hi" reading.